Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:visual inspection of the pump showed some cosmetic defects with no damage to the keypad observed. On investigation, all the keypad buttons were intermittently responsive requiring excessive force to elicit a respond. Upon removal of the keypad cover, contamination was found under all button contacts. Unrelated to this complaint, the device powered up to a discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿down arrow¿ button was not responding appropriately and the button issue has been getting progressively worst since it stated 6 months ago. Patient acknowledged that there was no damage to the keypad, no evidence of moisture ingress and no corrosion to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.